Manufacturer narrative:
The reported event that the tip was broken off was duplicated; it was confirmed that the pointer tip was broken off at the predetermined breaking point. It is possible that mechanical forces during use or during sterilization caused the pointer tip to break. The device was repaired and put back into stryker stock.

Event description:
It was reported that the tip of the small pointer was found to be broken off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the small pointer was found to be broken off during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.